Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. The patient was asymptomatic. An in-clinic software download was successfully performed. The device remains implanted. The patient will continue to be monitored.